Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.